Event description:
On (B)(6) 2023, infutronix received a report that a pump had air-inline sensor issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested for further evaluation.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one other complaint on this device, see (B)(4) in cq, which this complaint is an extension of. The initial MDR submission and all acknowledgements will be uploaded to the complaint. The pump was received on (B)(6) 2024 and tested on (B)(6) 2024. The pump was given the initial complaint code of "3air3: air-in-line sensor - does not alarm" and was tested with the following protocol for air testing: connect tubing into reservoir. Prime tubing by gravity. Turn on pump and set prog to 125ml/hr for 20 vtbi, set air in the biomed options to 0.04 ml. Test 1: run pump without tubing, pass first test if it alarms "air-in-line". Test 2: load tubing into the pump and hit run, pass if pump does not alarm "air-in-line". Test 3: run the pump and create an air bubble about 1 inch in length, pass if the pump alarms "air-in-line". Repeat steps 4-6 for a total of 5 runs. The pump went through the following protocol and successfully passed all 5 rounds of testing, alarming every time it should have as designed. However, it was noted that the pump's battery was completely dead and could not turned on without being plugged into power. When the pump turned on it stated "battery test err" upon post. The original reported issue was not confirmed. But the device not performing to specification another found battery issue.